Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited noise and intermittent oversensing on the atrial channel that was attributed to an external source of electromagnetic interference. The patient was reportedly in a "hot spring" at the time of the event. The device remains in use. No patient complications have been reported as a result of this event.